Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-02696. Reference manufacturer report number: 1627487-2019-08168. Reference manufacturer report number: 1627487-2019-08169. It was reported that the patient had signs of infection at the lead insertion site. As a result, the patient's entire scs system was explanted.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the infection has resolved.